Manufacturer narrative:
(B)(4). E1 initial reporter email address-(B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken at the time patient felt the symptoms. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the medical facility. The reported glucose values fall within the c zone of the parkes error grid was taken prior discharge. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.